Event description:
Boston scientific received information that approximately six months ago this pacemaker had one and half years remaining. Then four months later, the device tripped elective replacement indicator (eri). The health care provider stated that there were no programming changes made to decrease longevity. Boston scientific technical services (ts) discussed therapy availability and that the device should be changed out within 90 days of eri. The health care provider stated the device will be changed out before the 90 day mark. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Since the previous report this pacemaker has been explanted for the potential premature battery depletion. There were no adverse effects with the change out of the device. The pacemaker is expected back for analysis, this report will be updated when analysis is complete.